Manufacturer narrative:
A1: (B)(6). (B)(4).

Event description:
The reporter indicated that a 13.2 mm vticmo13.2 implantable collamer lens of -3.5/2.0/096 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6)2024 the lens was exchanged for a shorter length lens due to excessive vault. Problem resolved. The cause of the event was reported as unknown.